Event description:
Related manufacturer reference number: 1627487-2019-06966. It was reported the patient did not recharge the 3788 ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. It was also reported that the patients 3716 ipg was explanted on an unknown date for an unknown reason.